Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead and implantable cardioverter defibrillator (ICD) was admitted to the hospital after received 2 inappropriate shocks. The patient had been undergoing rehab and training for a broken back. Upon interrogation of the system, a yellow warning pop-up screen appeared that stated "warning: a shorted condition on the shocking lead has been detected. A low shocking lead impedance has been recorded. Please evaluate lead integrity." In addition, high thresholds, noise, and loss of capture was noted. The daily measurement data indicated lead issues on or around (B)(6) 2012 which coinsides with the patient falling and breaking his back. A chest x-ray was performed and confirmed a fractured lead at the point between the left subcalvian and first rib (subclavian crush). The patient was admitted to the hospital for a replacement procedure. The device was removed and replaced and the lead was surgically abandoned and replaced. The device and lead were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A new pacing system was successfully implanted. To date, the explanted products have not been received at boston scientific. Upon receipt, the device and lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
A new device and lead were successfully implanted. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Electrical testing revealed the high energy output bridge was damaged, resulting in no defibrillation therapy being available. However, testing did confirm pacing therapy remained available while the device was implanted. A review of device memory found three shorted lead faults had been recorded, one on (B)(6) 2012, and two on (B)(6) 2012. The shock impedance measurements were normal until the weekly averages the week of (B)(6) 2012; the shock impedance measurements were then less than 20 ohms until the device was explanted. The rv pacing impedance measurements had also decreased, to weekly averages of less than 200 ohms, the week of (B)(6) 2012. Laboratory analysis confirmed the reported clinical observations of low shock impedance measurements and the shorted lead indicator. Laboratory analysis concluded the high energy output bridge was electrically damaged, due to the device attempting to deliver therapy through a shorted defibrillation lead.